Event description:
It was reported that array damage occurred. During a ventricular tachycardia (vt) ablation procedure, the physician mapped the heart with an intellamap orion catheter. The intellamap orion was removed to perform ablation. While re-inserting the orion into the sheath after ablating, the physician pushed a bit too hard to insert the orion and he noticed that a spline fractured. The physician used a new orion catheter to finish the procedure. No serious injury or adverse patient effects occurred.